Event description:
It was reported by a surgeon that the jts drive unit was not functioning as expected. It worked for a few mins, then stopped. It was tried again after a period of time and then only worked for approximately 40 seconds.

Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The surgeon advised that he believed the failure to lengthen was due to tissue tension in the pt's leg and not due to the drive unit not working. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to jts extendible distal femoral implant (k133152).